Event description:
It was reported to boston scientific corporation on may 9, 2022 that a flexiva pulse ID laser fiber was used in procedure performed on (B)(6) 2022. During the procedure, the lase fiber broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: blocks b5, e1 & e3 have been updated with additional information received on (B)(6), 2022. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results the returned flexiva pulse ID laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The first piece measure 9 cm. The second piece measured 319.9 cm. The exposed glass tip measured 1 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating a fracture within the connector. The first piece one of the laser fiber was the sma connector boot while the second piece was the fiber body. No other problems with the device were noted. The reported event of the flexiva pulse ID laser fiber break was confirmed. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector and fiber body separation from the sma connector. A fracture within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 9, 2022 that a flexiva pulse ID laser fiber was used in procedure performed on (B)(6), 2022. During the procedure, the lase fiber broke. There were no patient complications reported as a result of this event. **additional information received on (B)(6), 2022** it was reported to boston scientific corporation on (B)(6), 2022 that a flexiva pulse ID laser fiber was used in a ureteroscopy laser lithotripsy procedure for a stone treatment in a ureter performed on (B)(6), 2022. The laser unit used was a 100 watt laser console with the laser settings of 0.4 joules and 53 hertz. During the procedure, the lase fiber broke. No fiber fragments fell inside the patient. The procedure was completed with another flexiva pulse ID laser fiber. There were no patient complications reported as a result of this event.